Manufacturer narrative:
Product event summary: analysis found the programmer started up without any problems. After an endurance test the problem was duplicated. The programmer shut down automatically and after restart it shut down immediately again due to the power supply. The reported event was confirmed. Analysis also found the upper hinge display plate was cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a power defect. Followup indicates the programmer was unable to power up at start. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.